Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that the buttons were hard to press and were sticking. She stated that the up and down arrow button was very hard to press. The customer's blood glucose was 250 mg/dl. The customer did not observe any significant events leading to the keypad issues, stating that she noticed the issue upon receiving the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with an intermittent button response due to flattened esc and up arrow button dome switch. No cosmetic damage noted.